Event description:
It was reported that the customer pulled the cannula from the site after 18 hours of use. The cannula was bent at 170 degrees. The customer smelled insulin. Reportedly, no occlusion alarm was generated. Customer's blood glucose level was bg >300 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a follow up report will be submitted.